Event description:
Frazier 8 fr with control vent broke into 3 pieces while in the field. Surgeon was notified and through homeostasis irrigation and suction the surgeon was satisfied no pieces remained in the patient.